Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During evaluation the device was found to have keypad keys malfunctioning and not responding. The cause was identified to be an external influence as the keypad screen was observed to have damage. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the keypad keys were found malfunctioning and not responding. No additional information is available.